Manufacturer narrative:
Report source: abstract of a prospective clinical trial titled; "(B)(4). Treatment of osteoporotic vertebral body fractures by means of percutaneous balloon kyphoplasty: long term results of a prospective, clinical trial" by blatter tr, katscher s, siekmann h, josten c, at leipzig university spine center, leipzig, (B)(4). Method - device not returned, internal review of literature, follow-up with author.

Event description:
Per an abstract of a prospective clinical trial "(B)(4). Treatment of osteoporotic vertebral body fractures by means of percutaneous balloon kyphoplasty: long term results of a prospective, clinical trial" the following events were reported: six cases of epidural cement leakage; however, no clinical consequences were noted. No additional information was reported.